Event description:
A ventilator was returned to the manufacturer because, due to an allegation of internal battery and control flow sensor error codes, it did not meet the acceptance criteria of the evaluation process. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The internal battery and control flow sensor needed to be replaced. The device was scrapped.